Manufacturer narrative:
Customer unable to pair pump with mmm (iphone 12, ios 16.5, app version 2.1.0) "an attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on iphone 11 pro (ios 16.4.1 (a)) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4) (item 3402296). After conducting a thorough investigation, we have identified intermittent challenges in obtaining sake keys from teneo. These challenges arise due to occasional disruptions in the sake procedure reception. While the exact replication method remains uncertain, we suspect a correlation with the stability of the internet connection. To address this issue, we recommend prioritizing a more stable internet connection and considering the utilization of mobile data as an alternative along with addressing race conditions that emerge during pairing. The esf number that corresponds to the reported issue is: 4816305. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Remove the minimed mobile app from the phone. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app and attempt pairing again. 5. If the above steps didn't work, try switching the internet source (e.g. Switch from wifi to cellular) and repeat steps 1-4. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there's no communication of carelink with the insulin pump. It was reported that there's no contact with the server. Troubleshooting was performed but unable to pair the app with the insulin pump. It was unknown whether the customer will continue the use of carelink app and it will not be returned for analysis.